Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was instructed to re-link their sensor and perform calibrations under specific guidelines. Following re-linking and a monitoring period, improved agreement between bg and sg values was observed. The user is currently using the system with up-to-date information.

Event description:
On 16 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.